Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical and visual inspection revealed no anomalies with the lead. After cleaning, the helix could be retracted and extended. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for an implant procedure. It was noted during the procedure that the right ventricular lead impedance was high and out of range. This was believed to be due to constant repositioning of the lead, which caused the helix to be difficult to move. The lead was explanted and replaced. There were no patient consequences.